Event description:
It was reported there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion. Device data confirmed longevity on may 9th was 37% and on june 27th it was 13%.the battery had decreased by more than 20% in a follow-up interval of less than two months. Technical services confirmed the device is depleting prematurely, and recommended device replacement. No adverse patient effects reported. Currently the device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This report contains updates from additional information received. This includes the device status and impact to patient that changes the decision from malfunction to serious injury.

Event description:
It was reported there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion. Device data confirmed longevity on (B)(6) was 37% and on (B)(6) it was 13%.the battery had decreased by more than 20% in a follow-up interval of less than two months. Technical services confirmed the device is depleting prematurely, and recommended device replacement. No adverse patient effects reported. Currently the device remains in service. Additional information later received from the field confirmed the device has been explanted and replaced. There were no additional adverse patient effects reported.

Manufacturer narrative:
This report contains updates from additional information received. This includes the device status and impact to patient that changes the decision from malfunction to serious injury. Fields h1:type of reportable event, b1:adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, d6b: explant date, d9: returned to manufacturer date, along with any other relevant fields have been updated.

Event description:
It was reported there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion. Device data confirmed longevity on may 9th was 37% and on june 27th it was 13%.the battery had decreased by more than 20% in a follow-up interval of less than two months. Technical services confirmed the device is depleting prematurely, and recommended device replacement. No adverse patient effects reported. Currently the device remains in service. Additional information later received from the field confirmed the device has been explanted and replaced. There were no additional adverse patient effects reported.